Manufacturer narrative:
(B)(4).

Event description:
The patient had 2 scs leads from the same lot. The patient reported she was no longer receiving effective stimulation. An sjm representative was unable to resolve the issue with reprogramming as uncomfortable overstimulation occurred. Diagnostics revealed no impedance issues. The patient's scs system was explanted.